Event description:
It was reported a patient presented with phrenic nerve stimulation due to high capture thresholds on the right ventricular lead. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were unacceptable capture threshold and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.